Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4). Lot #: gm4625601.

Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The following was reported: t10-pelvis; ((B)(6) (B)(6) 2018. Dr (B)(6) was inserting pedicle screws under power and the tip of the t20 screwdriver shaft (short))was burred. He asked that it be replaced. Dr (B)(6) was using the ball tip feeler to find the entry point into the pedicle to place the screw, ( this is his standard operating procedure) and he bent the tip of the feeler. He asked that it be replaced. There was no delay in surgery.